Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed. A lead malfunction was suspected; however, no x-ray imaging was performed. No intervention was performed at this time, the patient was stable.